Event description:
I wish to formally advise the FDA of an urgent patient safety and regulatory concern involving ethicon/johnson & johnson¿s refusal or failure to provide traceability information relating to the prolene mesh implanted during my 2016 procedure at (B)(6) hospital. Despite formal written requests, including notice that legal proceedings are contemplated and that evidence preservation obligations apply, the manufacturer has not provided: batch or lot identification information; shipment or distribution records; implant traceability records; or any substantive explanation as to why such records cannot be identified or produced. This is particularly concerning because: hospital surgical records specifically identify the implanted product as ¿prolene¿ polypropylene onlay mesh; pathology has confirmed retained synthetic mesh material; the hospital implant log appears blank or incomplete; adverse event concerns have been formally raised; and the manufacturer has been placed on formal notice to preserve all relevant evidence and traceability records. The surgical records document the implantation of polypropylene prolene mesh during the 2016 umbilical hernia repair procedure. The operative notes further identify mesh placement and closure using prolene materials, directly linking the implanted device to ethicon/johnson & johnson products. Supporting evidence: photograph showing expelled material, confirming retained mesh complications. Claims summary highlighting post-operative complications including mesh buckling, nerve damage, and ongoing adverse effects. These further underscore the urgent need for ethicon/johnson & johnson to provide full product traceability, batch, and supply records for the prolene mesh implanted during my 2016 procedure. The consequences for me personally have been severe and ongoing. I have documented bowel dysfunction and bowel failure complications, chronic bleeding, ongoing pain and physical deterioration, repeated medical intervention, and reliance on continence aids and supportive care measures. These complications have had a profound impact on my health, daily functioning, and quality of life. Given that: the implanted product is identified within the hospital surgical records; retained synthetic mesh has been pathologically confirmed; serious adverse health consequences have occurred; and the manufacturer has been formally requested to provide traceability information, I consider the continued refusal or inability to provide corresponding batch and traceability records for a permanent implantable medical device to be an urgent regulatory, patient safety, and evidential concern. In circumstances involving documented serious injury.